Manufacturer narrative:
(B)(4). Pump passed displacement test and self test. Pump error 15/4 alarm found in the pump history file. Unable to determine the root cause, problem isolated to the electronic assembly.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer was able to clear the alarm and able to rewind the pump. Customer stated that self test was passed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.